Event description:
Philips received a complaint on the dfm100 indicating that the ECG operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the ECG trunk cable failure. Reported problem was solved by customer, after replacing the ECG trunk cable, device was successfully returned to service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.